Event description:
It was reported that the device's temperatures were not changing. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with both pressure gauges damaged. The customer stated problem was duplicated, powered on device and temperature reached to 35.2c and red led illuminated and overtemp alarmed. Removed back panel for further investigations. Visual inspections on all components revealed no damage. Installed known good test board, powered on device, temperature reached to 41.7c +/- 0.1, which is within tolerance. Faulty main pcb and this confirmed customer reported reason. Replaced main pcb (printed circuit board). The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.